Event description:
It was reported that the external pulse generator (epg) had broken connectors; both the atrial and ventricular connectors looked like too much pressure was put on them. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) had broken connectors; both the atrial and ventricular connectors looked like too much pressure was put on them. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the output connectors were broken, and they were therefore replaced. Analysis also found that the lower case was broken, the battery contacts compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).